Manufacturer narrative:
Event date: the event date was not provided and estimated to the first day of the month based on the aware date. Initial reporter facility name: (B)(6).

Event description:
It was reported that liver infarction occurred. Two vials of 100um embozene embolic microspheres were selected for use in a bland liver embolization for a neuroendocrine tumor (net). The target treatment was located in the left lobe of the liver. The procedure was successfully completed. After the procedure, the patient experienced liver infarction.